Manufacturer narrative:
The patient complained of moderate swelling and dissatisfaction with aesthetic result. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include patient or partner dissatisfaction with firmness, size (length and/or girth) of erection and swelling. On(B)(6) 2018, the patient complained of swelling. He had not had any previous follow-ups despite post-operative care instructions. He also reported he had not been using tubi-heal for several weeks and was reminded to wear it. He did not follow-up further despite being contacted by the surgeon's office for updates. The instructions for use (IFU), which were reviewed as part of the 510(k) process, identify dissatisfaction with cosmetic results as a potential complication, which is communicated to the patient prior to implantation. As a part of the informed consent process, patients are made aware of post-operative instructions. The patient acknowledged and agreed to the following statements: "I will follow all given post-operative instructions; I will appear on days 1,2,3 and 4 immediately after surgery for scheduled follow-ups; I will appear at least once weekly for follow-up appointments (in person or via email) for at least 8 weeks after surgery; I understand that I will need to wrap my penis using the tubigrip compression sock during the day and remove it at night for approximately 8 weeks after my procedure or until told otherwise by the surgeon. The tubigrip compression sock is worn to assist with post-operation swelling. The patient did not comply to any of these statements, thus failing to follow post-operative instructions.

Event description:
Patient complained of moderate swelling and dissatisfaction with cosmetic result.